Manufacturer narrative:
The product analysis indicates the reported overheating could not be verified as the handpiece/drill would not run. The bearings were corroded. The nose bearings and nose cone were replaced. The handpiece was repaired, cleaned, and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handpiece was running very hot. There was no delay to the case and no patient injury.